Event description:
Account states that while using crd in tandem, 3rd liner's lid shattered and the liner ripped. The liner was empty at the time but had apparently been in the system many times without being changed.